Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of the bd integra¿ syringe with detachable needle detached from the hub and "projected" into the patient's thigh muscle. The consumer went to the doctor's office and had x-rays done, and visited again to determine the best method to remove the needle. No further information has been provided. The following information was provided by the initial reporter: "I do an injection once a week. About three weeks ago, I was out of syringes and went to my local pharmacy and purchased (10) ten "bd integra syringes" these are the ones with "retracting bd precision glide needle 3 ml 23g x 1. On friday (B)(6), while doing my injection, the needle came out of the syringe. I have not used this type of syringe before, and was shocked that once the plunger was depressed completely, the needle did not just come out, but projected into my thigh muscle. I took another syringe with me to my doctor and demonstrated. He too was shocked, and concerned, after watching the needle shoot through the air. I have had xrays done on my thigh, and am seeing the doctor on thursday (B)(6) to determine the best method to remove it."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 15-mar-2022. H6: investigation summary: one 3ml integra syringe with open package batch 0356781 was received and evaluated. The syringe was disassembled, and the retracted needle was found inside the inner plunger rod as designed. Please note that this product has a retractable needle design. The metal cannula of the needle retracts into the inner plunger rod for safety. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the needle of the bd integra¿ syringe with detachable needle detached from the hub and "projected" into the patient's thigh muscle. The consumer went to the doctor's office and had x-rays done, and visited again to determine the best method to remove the needle. No further information has been provided. The following information was provided by the initial reporter: "I do an injection once a week. About three weeks ago, I was out of syringes and went to my local [pharmacy] and purchased (10) ten "bd integra syringes" these are the ones with "retracting bd precision glide needle 3 ml 23g x 1. On friday jan 28th, while doing my injection, the needle came out of the syringe. I have not used this type of syringe before, and was shocked that once the plunger was depressed completely, the needle did not just come out, but projected into my thigh muscle. I took another syringe with me to my doctor and demonstrated. He too was shocked, and concerned, after watching the needle shoot through the air... I have had xrays done on my thigh, and am seeing the doctor on thursday feb 17th to determine the best method to remove it."